Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, on initial inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.